Manufacturer narrative:
Eval: the user facility did not retain the sample involved in this event. They have returned the connectors that they used. This issue is still in the process of being investigated. Upon completion of the investigation a follow-up report will be submitted.

Event description:
User alleges it took about a half hour for the h-1200 unit to empty 1 bag of blood to the pt. Unit was operating correctly. There were no alarms. Pressure chamber were confirmed by her to me to be functioning properly. Left chamber 280, right chamber 290. They were using the helium tested d-100 disposable. They were using a 7.0 triple lumen french catheter. They were hand pumping to deliver the blood along with the chambers. They set up another helium tested d-100 disposable in the same machine. It was still taking a long time to deliver a bag of blood to the pt. The pt did expire during the procedure. There were no signs of any performance issues with the h-1200 per hospital and they did not feel the demise was due to a product problem.